Manufacturer narrative:
Ge healthcareâ¿¿s (gehc) fe performed a checkout of the carescape r860 but could not confirm the reported issue. Block a: no patient information has been provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Based on the review of the device by the field engineer and engineering review of the device logs, the root cause of this investigation could not be determined. The issue could not be duplicated. There is no reportable malfunction. D4 primary UDI number corrected.